Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that the device was used for a gall bladder surgery stuck on tissue after firing it. Unable to release stapler with manual bailout. Customer was informed.

Manufacturer narrative:
(B)(4). It has been determined that this report is a duplicate and has previously been submitted on report # 3005075853-2019-21125.